Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. This report is filed on july 04, 2016. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced chronic non-auditory stimulation with device use; however the issue could not be resolved. The device was explanted on (B)(6) 2016, the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report filed (B)(6) 2016.